Manufacturer narrative:
The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The patient data and the implant date are erased. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be lost. This was done successfully. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This supplemental report is done to update the patient information date-of-birth on the patient information tab, and to update the implant date on the suspect medical device tab. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The patient data and the implant date are erased. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be lost. This was done successfully. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.